Event description:
Literature was reviewed regarding isolated aortic valve replacement or mitral valve replacement using a bi-leaflet mechanical prosthesis (mp) or contemporary bioprostheses (bp). Overall, 172 patients (mp group = 69, bp group = 103) were propensity matched for inclusion in the study. Only a non-medtronic bi-leaflet mechanical valve (on-x life technologies) was used in the mp group, while the patients in the bp group received either a non-medtronic valve (carpentier-edwards perimount) or a medtronic mosaic valve. The authors observed nine deaths in the bp group. Causes of death consisted of lung carcinoma (2 cases), late complications of sepsis (2 cases), and unknown cause (5 cases). No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred in the bp group were described as follows: transient ischemic attack; bleeding; stroke; endocarditis; composite of thrombosis, embolism, and bleeding (reflective of the total hazard of thrombogenicity and anticoagulation). No additional adverse patient effects were noted.

Manufacturer narrative:
Citation: badhwar v, et al. Noninferiority of closely monitored mechanical valves to bioprostheses overshadowed by early mortality b enefit in younger patients. The annals of thoracic surgery. 2012 mar;93(3):748-53. Doi: 10.1016/j.athoracsur.2011.12.032. Presented at the poster session of the forty-seventh annual meeting of the society of thoracic surgeons, san diego, ca, jan 31¿feb 2, 2011. Earliest date of presentation used for date of event. Medtronic products referenced: mosaic aortic and mitral bioprosthetic valves (product code dye, PMA# p990064). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.